Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the device cannot turn on, monitor showed system failure. There was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
Reporting address line 1: (B)(6); reporting address line 2: (B)(6); reporting institution phone: (B)(6); reporter phone: (B)(6).